Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical product: concomitant microclave and syringe were used.

Event description:
The customer reported a leak of vancomycin at the connection between the nonbd connector and the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
The report of leaking at the connection of a non-bd connector to the syringe tubing was confirmed. Visual inspection showed no anomalies. During functional testing a small leak was observed around the threads of the male end of the connector and slowly leaking from its connection to the female end of the tubing. The male terminus of the connector and the female terminus of the tubing were verified to be within iso specification. Magnified inspection did not reveal any cracks or other indications of a leak source. The root cause of the leak was not determined.

Event description:
The customer reported a leak of vancomycin at the connection between the nonbd connector and the tubing while connected to a patient. There was no patient harm.